Manufacturer narrative:
Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced intolerable halo and glare symptoms following implantation of a single-piece preloaded multifocal intraocular lens in the right eye, and the original lens was explanted during a secondary surgery on the same date the event occurred. No further information was provided.